Event description:
It was reported the patient was in the ER, with a heart rate in the 30's. Pacing was intermittent, and there was no capture. The device was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: normal battery depletion. It was reported the patient was in the ER, with a heart rate in the 30's. Pacing was intermittent, and there was no capture. The device was explanted and replaced. No further patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination battery end of life - expected no conclusion can be drawn capture, failure to pacing intermittently.